Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information patient age: (B)(6).

Event description:
Screw head broke off- 3 screws while being used on the plate during the surgery, the middle of the screw broke without any strong torque. The screw head came off. This is 1 of 1 report for an unknown screw for event (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device history record could not be completed, no conclusion could be drawn as no lot number was provided. The additional evaluation found the cross section surface showed no irregularities, which indicates material conformity. We assume that too high mechanical force could have caused the breakage. No product fault was detected.